Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.